Event description:
The patient reportedly experienced intermittencies while wearing the external equipment. In 2006, the patient was seen by a company representative for device evaluation. External equipment was exchanged and programming changes were made. However, the reported problem was not resolved. Testing performed confirmed that the device was functioning. The decision was made to explant the device. Surgery to explant the patient's ci device is to be scheduled.